Event description:
Due to displaced subcapital fracture of right hip, hemi-arthroplasty performed 2001. Upon attempted insertion of femoral stem component, the prosthesis jammed. It was reported that while attempting to remove prosthesis, the proximal greater trochanter fractured.